Event description:
The customer was hospitalized with high bgs. The troubleshooting conducted indicated the device was working properly. Technician explained the two high bg rule. Customer was sent a tubing clamp and advised to call back for further testing when it is received.